Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n375352, implanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4)implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The patient reported that she lost significant weight, and the implantable neurostimulator (ins) moved and protruded. The patient was having pain issues and having problems with sitting too long. This occurred roughly right around (B)(6) 2015. Nine months later the ins moved from the left side to the right side. It was noted that the patient has a lot of spinal issues to begin with, herniated/bulging disc which was present before the device was implanted. The indication for use included spinal pain and chronic low back pain. Additional information has been requested to find out if any intervention occurred and the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
Additional clarification indicated that the patient's implantable neurostimulator (ins) was removed from their left side on (B)(6) 2015 and they had a new ins implanted on the right side of their body.